Event description:
It was reported the programmer has much trouble booting up. Sometimes it cycles 5-6 times before it is ready. It was also reported there has been much trouble getting a connection with a device. Once a connection has been established and in a session, it locks up. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the printed circuit board was out of electrical specification.